Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the right ventricular (rv) lead exhibited low pacing impedance. It was determined via transesophageal echocardiogram (tee) that the lead had perforated the apex/anterior wall. The pericardial effusion was addressed and the rv lead was placed on the septum and remains in use. No further patient complications have been reported as a result of this event.